Event description:
The user facility reported their system 1e was leaking water. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a slow drip leak at the a/b filter inlet connection. The leak was contained by user facility staff by placing several towels on the area where the leaking was observed. The technician readjusted the hose's fitting and tightened the clamp. The technician ran a diagnostic test and confirmed the unit was operating according to specification.